Event description:
The patient was revised due to osteolysis.

Manufacturer narrative:
Examination of the returned liner finds nothing unusual of note. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution during 2002. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.